Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported via a webform that the adc device was giving reading of 40 mg/dl and the customer was given sugar at school due to this. A capillary test result of 300 mg/dl was obtained, and customer had to be given counter-treatment by caregiver. No further details were provided. There was no report of death or permanent injury associated with this event.